Event description:
It was reported that the patient presented to the clinic with high pacing lead impedance and high capture thresholds on the right ventricular (rv) lead. Upon performing isometric tests, noise could be reproduced but not over-sensed. An rv lead fracture was suspected. Programming change was made, and the rv lead revision will be made in the near future. There were no adverse health consequences, the patient was stable.

Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences to the patient.